Event description:
It was reported that the patient received repeated line block alarms while using cadd cleo infusion set. There were no kinks, bends or air bubbles in the tubing. Patient placed a new infusion set and start an infusion. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.